Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the adhesive was peeling between the light guide lens and distal end; however, an exact root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited that the adhesive was peeling between the light guide lens and distal end. There was no patient involvement.